Event description:
It was reported that when the laser was powered on, prior to the start of a scheduled pvp surgical procedure, an audible rattling sound was heard coming from the laser and there was a ¿smell like burnt metal¿ noted and the laser was powered off. There was no patient present in the room at the time of this occurrence. An alternative procedure (turp ¿ using bipolar resection) was chosen as the treatment method for the procedure that had been scheduled. No injury was reported.